Manufacturer narrative:
The manufacturer previously received information alleging the ventilator's power turned off with an alarm sound during use on battery. The sales rep visited the customer and replaced the unit with the same model. They reported that the internal battery and detachable battery depleted had been displayed before the power turned off, and they detached the circuit from the patient once putting it into released status, and when they reattached the circuit to the patient the power had turned off. The screen at the time the unit stopped operating and was totally black. When the unit was connected to ac power, the screen recovered, and the operation returned to normal. There was no harm or injury reported. During the evaluation at the manufacturer's service center, it was confirmed that the internal battery depleted, and detachable battery depleted alarms had occurred. Also, loss of power alarm had been recorded, despite batteries having sufficient remaining charge. It is assumed that the failure occurred due to the power management inside the device, which prevented the device from recognizing the battery status, which in turn led to powering off. The device's system board was replaced, and the device passed final testing.

Event description:
The manufacturer received information alleging the ventilator's power turned off with an alarm sound during use on battery. The sales rep visited the customer and replaced the unit with the same model. They reported that the internal battery and detachable battery depleted had been displayed before the power turned off, and they detached the circuit from the patient once putting it into released status, and when they reattached the circuit to the patient the power had turned off. The screen at the time the unit stopped operating and was totally black. When the unit was connected to ac power, the screen recovered, and the operation returned to normal. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the technician performed the initial evaluation. Repair has not been completed yet. A follow-up report will be submitted when the manufacturer's investigation is complete.